Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out of range shock and pacing impedance measurement at the same time on the same day. The lead was tested with patient isometrics in clinic which did not reproduce the out of range measurements. No further troubleshooting was performed, and the patient would continue to be monitored since there was only one out of range measurement. No adverse patient effects were reported. The lead remains in service.